Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump received a motor error alarm. Insulin pump alarmed during bolus. Assisted with clearing the alarm, customer does not use the sensor feature on the insulin pump. Customer stated she took out the battery after the motor error alarm, tried given herself a bolus and received a no delivery alarm. Customer declined troubleshooting, because insulin pump was going to be replaced. The blood glucose was 85mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.